Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had a hip revision due to recurring dislocation and high ion levels. Femoral stem had trunion metallosis. Update 11/march/2019: rep reported that there was some black fluid in the patient. A 36 +10 lfit v40 head and 36e neutral liner (implanted (B)(6) 2010) were revised. The accolade tmzf stem (implanted (B)(6) 2009) was not revised. Rep reported that no further information is available.

Manufacturer narrative:
An event regarding dislocation, abnormal ion levels and fretting were reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: not performed as no medical records were received for review with a clinical consultant. Product history review: indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
Patient had a hip revision due to recurring dislocation and high ion levels. Femoral stem had trunion metallosis. Update 11/march/2019: rep reported that there was some black fluid in the patient. A 36 +10 lfit v40 head and 36e neutral liner (implanted (B)(6) 2010) were revised. The accolade tmzf stem (implanted on (B)(6) 2009) was not revised. Rep reported that no further information is available.